Event description:
It was reported that an ilet user contacted support for a blood glucose of 570 mg/dl shortly after a site change and asked whether to announce a meal to reduce glucose; the agent advised allowing the pump time to correct and discussed possible scar tissue as a factor. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included user interview and troubleshooting education regarding infusion site function and time-to-effect after a site change. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contribution from infusion site issues despite no visible bent cannula. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.